Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A suture break can be caused by a number of factors including, but not limited to too much tension applied, or the suture was nicked. Ultimately, the return of proglide device may have aided the investigation in determining a cause for the experienced suture break. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of sutures are tested under stress for diameter measurements before release to manufacturing (braided suture tensile strength test). A sampling of finished devices is also tested to verify the functionality of the device. Review of the device history record for this lot did not produce any findings relevant to this report. In this instance, based on the information received with this reported event and without the product to examine, a definitive cause for the reported experience could not be determined.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a suture break occurred. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.